Event description:
On (B)(6) 2013, it was reported that none of the buttons on the patient's infusion device were functioning. They patient experienced elevated blood glucose levels. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The softcomponents of the up button are lacerated. The damages did not influence the insulin pump functions. Ingress of liquid can be possible. The problem mentioned by the customer is related to careless handling of the product.